Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and an increase in threshold, with no asystole noted. An x-ray and a threshold test were performed and the lead was found dislodged. Subsequently, the rv lead was successfully repositioned and will be in continued monitoring. This rv lead remains in service. No additional adverse patient effects were reported.